Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was in use, it was noted blood leaked in the balloon. As a result, a new iab was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in the helium pathway is confirmed. Numerous punctures to the bladder, consistent with contact from a sharp object, were found on the bladder membrane which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the bladder leak is undetermined, but a potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that when the intra-aortic balloon (iab) was in use, it was noted blood leaked in the balloon. As a result, a new iab was used. There was no report of patient complications, serious injury or death.